Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, the surgeon opened new sterile pack of trocars to perform the procedure and balloon is not working. It can not be inflated. The patient was involved with out injury.

Manufacturer narrative:
(B)(4). Evaluation summary/ post market vigilance (pmv) led an evaluation of one device. The balloon was unable to be inflated due to the observed cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.